Event description:
It was reported that during a device changeout for normal battery depletion, and while the rv (right ventricular) lead was being prophylactically explanted, the atrial lead became dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 lead, implanted: (B)(6) 2007. (B)(4).